Event description:
It was reported that the pt was not able to adjust their stimulation. The pt received a display showing "call your doctor" icon. A power on reset occurred. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4)